Event description:
Abnormal lead impedance values were observed several times. On 16 november, a red alert for atrial and ventricular lead resistance below 150 ohms was received. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the leads under complaint were not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing processes for the pacemaker and the leads were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data from (B)(6) 2023 have been thoroughly inspected. The data show that the system was implanted on (B)(6) 2023 at 13:38h. Already a few hours after the system was implanted (from 16:46h) lead failures were documented. These out-of-range values of the lead impedance values were registered in the atrial and ventricular channels, in unipolar as well as bipolar configuration. Based on the information available for analysis, the root cause of this observation is not determinable. The data do not show any indication of a pacemaker malfunction. A potential root cause may be a too tightened ligature of the leads, which might have led to a damage of the insulation. Should further relevant information become available, this report will be updated.

Manufacturer narrative:
Lead was received for analysis. Explant date is currently unknown. The pacemaker and the leads under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The battery status showed 90 percent. The returned data from (B)(6) 2023 have been thoroughly inspected. The data show that the system was implanted on (B)(6) 2023 at 13:38 h. Already a few hours after the system was implanted (from 16:46 h) lead failures were documented. These out-of-range values of the lead impedance values were registered in the atrial and ventricular channels, in unipolar as well as bipolar configuration. The header of the device was analyzed, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, a sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. In addition, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. The pacemaker is fully functional. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The leads proved to be without fault throughout its inspection. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Lead was received for analysis. Explant date is currently unknown. On 29-jan-2025, corrected analysis received. Explant date added the pacemaker and the leads under complaint were returned for analysis. The manufacturing processes for the pacemaker and the leads were reviewed, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The leads proved to be without fault throughout their inspection. Analysis of the pacemaker identified a damaged integrated circuit as the root cause of the faultily measured lead impedance values. However, the manufacturing records document a flawless device production. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable. The analysis did not reveal any sign of a material or manufacturing problem of the pacemaker or the leads.